Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event occurred in the cath lab. Length of time prior to the event ~ twenty minutes. The medical doctor (md) passed the saf (super arrow flex) sheath over the dilator over the guidewire and advanced into the artery. The dilator was removed. The intra-aortic balloon (iab) was prepped properly; maintained the vacuum on the balloon, and there was nothing special at that time. The iab was inserted via the patient's femoral artery. Once the iab was inserted the intra-aortic balloon pump (iabp) therapy commenced and the md realized the iab did not properly unwrap. The md removed the iab with the saf sheath as one unit. The procedure was completed successfully after the iab was replaced. There was no reported patient death, injury or complications. There was ~ a ten minute delay in iabp therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. There was no harmful outcome to the patient. More information: md found it out by observation through fluoroscopy, and the hospital uses an arrow pump. Iab size was correct for the patient.

Manufacturer narrative:
(B)(4). Teleflex performed a complete evaluation of the returned device. The reported complaint could not be confirmed because the returned device passed all specifications and the iab passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for similar reported complaints of this issue.

Event description:
It was reported that the event occurred in the cath lab. Length of time prior to the event ~ twenty minutes. The medical doctor (md) passed the saf (super arrow flex) sheath over the dilator over the guidewire and advanced into the artery. The dilator was removed. The intra-aortic balloon (iab) was prepped properly; maintained the vacuum on the balloon, and there was nothing special at that time. The iab was inserted via the patient's femoral artery. Once the iab was inserted the intra-aortic balloon pump (iabp) therapy commenced and the md realized the iab did not properly unwrap. The md removed the iab with the saf sheath as one unit. The procedure was completed successfully after the iab was replaced. There was no reported patient death, injury or complications. There was ~ a ten minute delay in iabp therapy. Medical / surgical intervention was not required. The second iab was inserted into the same insertion site. There was no harmful outcome to the patient. More information: md found it out by observation through fluoroscopy, and the hospital uses an arrow pump. Iab size was correct for the patient.